Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic bariatric surgery, on five reloads the staple remain open and there was bleeding after firing. To resolve the issue, an endo clip was used and endoscopy was done to check for leaks. There was also bleeding in the sputum as a result of the event. The procedure was extended for more than 30 minutes and the patient had to stay in the intensive care unit for a day.